Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009; inratio: 1.7; lab: 4.6. Date: (B) (6) 2009; inratio: 3.6; lab: 3.8. Caller confirmed her target range is 2.0-3.0 inr on the meter.

Manufacturer narrative:
Investigation pending.